Manufacturer narrative:
The liberty cycler was not repaired or replaced against this complaint. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
There was no documentation in the medical record supporting a possible association between the liberty cycler and the event of hernia. However, there is a possible association between the event and the increase in intra-abdominal pressure that occurs during pd therapy. Further information has been solicited. The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
Medical records were received from the patient's treatment facility. On an unknown date, the patient developed a hernia. It is unknown if the patient was dialyzing via pd therapy at the time of the event of hernia. On an unknown date after the event of hernia, the patient's treatment modality was changed from pd to intermittent in-center hemodialysis (hd). On an unknown date in (B)(6) 2016, the patient underwent a herniorrhaphy to address an incarcerated bowel. On an unknown dated in (B)(6) 2016, the patient changed dialysis modalities back to pd therapy. As of (B)(6) 2016, it is unknown if the patient continues to be hospitalized, the event of hernia has resolved, and the patient continues hd therapy.

Manufacturer narrative:
(B)(4) a supplemental report will be submitted upon final review of medical records and completion of the plant¿s investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient was hospitalized in mid-(B)(6) for hernia repair. The nurse did not believe fresenius products caused the hernia. The exact date the hernia developed was unknown. The patient denied strenuous physical activity but the nurse believed physical activity caused the hernia. Two months prior to the scheduled hernia repair the patient transitioned to in center hemodialysis and manual exchanges. Post repair the patient has permanently discontinued peritoneal dialysis and is undergoing in-center hemodialysis.